Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up exam. Upon interrogation, it was noted that there was an episode of high ventricular rate. Review of the electrogram revealed that the pulse generator exhibited intermittent undersensing. The device was reprogrammed. The patient would continue to be monitored.